Event description:
It was reported the device entered backup vvi (bvvi) mode resulting in a loss of high voltage therapy. No intervention was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Further information was requested but not received.